Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 373 umol/l. The sample was repeated five times, resulting with values of 56 umol/l, 57 umol/l, 55 umol/l, 56 umol/l, and 57 umol/l.

Manufacturer narrative:
The field service engineer replaced the sample probe and there have been no further issues since then. The investigation could not identify a product problem. The cause of the event could not be determined.